Event description:
It was reported that the patient was presented for an implant procedure. Post pocket closure, it was noted that the right ventricular (rv) exhibited abnormal impedance. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the right ventricular (rv) lead exhibited low pacing impedance.